Event description:
It was reported that this right atrial (ra) lead and implantable pacemaker exhibited high out of range pace impedance measurements. Subsequently, resulting in activation of the lead safety switch (lss) and a signal artifact monitor (sam) episode. Noise was also observed that was consistent with oversensing related to the minute ventilation (mv) feature. Technical services (ts) discussed potential causes, but the root cause was not determined. The lead was switched to unipolar pacing and sensing for optimization and no out of range measurements have been noticed since. No adverse patient effects were reported. At this time, the lead and device remain in service. Added to the following trends: tr17001 - intermittent pace impedance tr15021 - mv/rrt signal noise, design inadequate for purpose conclusion code.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Furthermore, this device also exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor, that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device exhibits advisory behavior and was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this right atrial (ra) lead and implantable pacemaker exhibited high out of range pace impedance measurements. Subsequently, resulting in activation of the lead safety switch (lss) and a signal artifact monitor (sam) episode. Noise was also observed that was consistent with oversensing related to the minute ventilation (mv) feature. Technical services (ts) discussed potential causes, but the root cause was not determined. The lead was switched to unipolar pacing and sensing for optimization and no out of range measurements have been noticed since. No adverse patient effects were reported. At this time, the lead and device remain in service.